Event description:
Pt had lateral thigh pain due to micromotion of the femoral stem as the proximal 2/3rds were not fixed. The pre-operative plan was to revise the stem and head with proximal fixation, but during surgery, the hc liner was yellow due to bacterial infection. Revised hc liner and used the explanted femoral stem to create the antibiotic bone cement spacer.

Manufacturer narrative:
The acetabular liner was just received and it will be analyzed. Document review: versafitcup dm hc liner ref. (B)(4)/lot. 091558. All parameters were found to be conforming to specifications valid at the time of manufacturing. The washing cycles for plastic components were run according to specifications and no alarm or deviation occurred during operation. The sterilization cycles were performed according to specifications valid at the time of production. Forty one liners belonging to this lot (total 46 pcs) have been implanted and no incidents have been reported up to now. Amistem h fem stem size 4 - ref. (B)(4)/lot. 100539. Cocr ball head 28 m - ref. (B)(4)/lot. 100528. All parameters were found to be conforming to specifications valid at the time of manufacturing. The washing cycles for metal components were run according to specifications and no alarm or deviation occurred during operation. The sterilization cycles were performed according to specifications valid at the time of production. (B)(4). The revision surgery is associated to an infection event. On the basis of the batch records review and the absence of infection events on the other pieces of the same lots, a device involvement is highly unlikely.